Event description:
It was reported that pump battery did not charge properly and did not show charge level correctly. There was no reported impact to the customer¿s blood glucose level. Customer contacted tandem support to report issues, and case was documented for review, but no additional information was received regarding further actions or final outcome of event.